Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre sensor kit was reviewed and the DHR showed the libre sensor kit passed all tests prior to release . All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported he has not received his replacement sensor for for an original complaint of the previous sensor not being applied to the customers arm appropriately. Furthermore, he stated due to not having the sensor to monitor his blood glucose levels, he developed hyperglycemic symptoms described as headaches and "cloudy vision." He made contact with and hcp who obtained a blood glucose reading of 500mg/dl from the hospital meter and stated that he was provided unspecified treatment for his symptoms. The customer was hospitalized from (B)(6) 2018. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer had previously reported that his sensor was not applied to his arm appropriately, and a replacement was ordered. The customer reported that he did not receive the replacement sensor, and stated due to not having the sensor to monitor his blood glucose levels, he developed hyperglycemic symptoms described as headaches and "cloudy vision." He made contact with and hcp who obtained a blood glucose reading of 500mg/dl from a hospital meter. The customer stated that he was provided unspecified treatment for his symptoms. The customer was hospitalized from (B)(6) 2018. There was no report of death or permanent injury associated with this event.